Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode had migrated from its original implant position after defibrillation threshold (dft) testing, as this was a new s-ICD system. X-ray imaging confirmed the electrode had moved from its original implant position. Surgical intervention was performed and the electrode was repositioned using the three-incision technique instead of two, and the electrode remains in service. No additional adverse patient effects were reported.